Event description:
The patient reported he had the pump refilled in 2009. Three days later, he had to go to the emergency room due to "full on withdrawal" and increased spasm. The patient received 30 mg of valium to stop the spasms. The patient had a catheter replacement (see manufacturer report #3004209178200808358) two months earlier and this was the first refill with a new healthcare provider (hcp). He had experienced withdrawal symptoms before the catheter replacement, but after catheter replacement, he felt "normal for 2 months" until after the refill. The hcp indicated that the pump was working fine, he administered a bolus that helped stop the spasms and increased the dose. The patient also reported that this md's nurse "messed up" when "upping the dosage" and she did the refill "really fast." At about 2 days prior to refil, the manufacturer representative had reported a problem related to a programming procedure. The incorrect catheter information had been programmed along with the prime bolus. The issue was noticed after the prime had begun. The bolus was cancelled and correct catheter information reprogrammed. The prime was then reprogrammed. The situation was corrected without an adverse event to the patient according to the reporter. It is unclear if this was related to the patient symptoms a few days later. Additional information has been requested.